Event description:
The pt reported his blood reached 840 mg/dl and that he had to be rushed to the hosp in an ambulance. He did not provide any further info regarding the hospitalization or his treatment. Attempts were made to contact the pt to provide add'l info. Messages were left, but he did not return the calls.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.